Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported that the patient&#38112;spinal cord stimulation with paddle lead had become malfunctioned before 2006. The patient was referred to a neurosurgeon for removal of the system and a CT scan was ordered. The CT scan did not show the paddle lead which was located in the high thoracic structure and future surgery was halted due to insurance. The indication for use was complex regional pain syndrome type I. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.